Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Then, depuy synthes team forwarded the device to henke-sass wolf and an investigation was conducted by henke-sass wolf with the following results: the analysis showed that the distal end is damaged, it was scratched. When looking through the endoscope, a small fine line can be seen on the lens with the bare eye. However, this has no effect on the image quality of the endoscope. The endoscope meets all the specifications and is checked before shipping. It is therefore assumed that the device was shipped in perfect condition. The damaged on the device was caused by the customer. The overall complaint was not confirmed as the observed condition of the hd c-mnt scp,1.9,30,60,mitek would have not contributed to the complained device issue. Based on the investigation findings, a definite potential cause could be traced to the user. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device 1972593, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an out of box case, a black dot shaped foreign matter was found on the hd c-mnt scp,1.9,30,60,mitek, and it could not be removed. The event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.